Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that pump received power error detected alarm, the pump was under delivering and her blood glucose level was high. The customer¿s blood glucose level was 279 mg/dl at the time of incident and her current blood glucose level was 119 mg/dl. The customer¿s blood glucose level on (B)(6) 2017 was 279 mg/dl, (B)(6) 2017 was 513 mg/dl and on (B)(6) 2017 was 253 mg/dl. The customer was treated for high blood glucose with pump. The customer had symptoms related to high blood glucose were she was thirsty and had headache. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.